Event description:
It was reported that the pt was explanted of his original implant, pulsar (B)(4) due to complaints about a decrease in hearing performance. The pt was re-implanted with sonata (B)(4) on (B)(6) 2010. The surgeon suspected that the electrodes were not in the cochlea and decided to take an x-ray image. During examination of the x-ray, it was seen that the electrode array was laid straight and not in the cochlea. The surgeon decided on a CT scan, without the cochlear implant and he removed the implant for the CT scan on (B)(6) 2010.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a f/u report.